Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient had major infections when a doctor tried to put a device in and she had surgery six times. The patient got a staph infection and mrsa. At the first surgery in (B)(6) 2013, she had an infection and the doctor took the device out and put it on the other side. The patient got a fever of 105 to 106 degrees and was septic. The device was taken out for a week and then put back in. The patient got septic again, almost died, and two weeks later the doctor took the device out again. The doctor put the device in again one week later. In the last surgery the doctor left the lead in. The patient¿s last infection was in (B)(6) 2013, the patient went into septic shock because the doctor ¿didn¿t irrigate,¿ and she wound up in intensive care in a coma. The patient had to have a wound vac (vacuum-assisted closure) and home healthcare for six weeks. No outcome was reported regarding th is event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.